Manufacturer narrative:
This event occurred in (B)(6). The customer performed maintenance on the sample/reagent probe. The customer did not report any further issues. The investigation determined the sample/reagent probe maintenance resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t assay results for one patient tested on a cobas e411 rack. The initial result was reported outside the laboratory. The customer performed repeat testing with the patient's sample for confirmation. The patient's initial troponin t result was "<0.003 ng/ml," and the patient's repeat result was 0.035 ng/ml. The patient's repeat result was also reported outside the laboratory. The troponin t reagent lot number and expiration date were requested but not provided.